Manufacturer narrative:
Information not provided by the reporter. (B)(4). The complaint product was returned in a used and damaged condition. A review of complaint history, review of qc, review of trends and a visual inspection was performed during the investigation. Per dfmea rs131.1, balloon burst, compliance, and fatigue verification testing performed (tr001_100808dgb, 101408dgb, and 111808dgb). In addition, the rated burst pressure, rbp is documented in the IFU and label. The device is inspected per specification to ensure balloon is undamaged. Vendor burst tests a minimum of 10 balloons per lot. Each device is leak tested and the balloon bonds are examined per quality control specification. Each device is shipped with IFU that delineates the proper inflation and deflation procedures. These detections activities will likely result in a very high probability of detection to prevent rupture. An examination of the returned device found evidence of a longitudinal tear in the proximal portion of the separated balloon. No evidence of a longitudinal tear could be found in the distal portion. The event description states that the balloon ruptured at 6 at m within the stent, this is below the rated burst pressure of 11 atm. It is possible that the balloon suffered damage when used to post dilate the stent. The pta5-35 is not indicated for stent post dilation. After rupture balloon rewrap would most likely prevent the withdrawal of the device back into the guiding sheath or catheter requiring withdrawal of both the sheath and balloon as a single unit. The event description states that as this was done the balloon began dissecting the artery and a cut down repair was necessary. Dissection most likely occurred due to the balloon being bunched up from retraction. We will continue to monitor for similar complaints. Insufficient risk per quality engineering risk assessment.

Event description:
Per complaint form: the 10x100 zilver flex stent was deployed into the iliac artery with no problems. The physician placed the 10x80mm 35lp balloon on the 260 rosen wire and through the 7fr raabe sheath to post dilate the stent. The balloon was advanced inside of the stent and the physician began inflating the balloon. The balloon ruptured radially at 6atm. Since it ruptured radially it would not retract back into the sheath (he used a great deal of force and the balloon would not collapse into the sheath. (It looked like a flower at the end of the catheter tip). He decided to remove the entire system. He had accessed the patient from their brachial artery and when he pulled the system through the patient's axially artery, the balloon begin dissecting the artery. He had to perform a cut down and then patched the artery to repair the damaged caused by the ruptured balloon. The entire system was removed and bagged (to be examined in greater detail). He then placed another 7fr 90 cm raabe sheath, 260 cm rosen wire and a 10x60mm 35 lp balloon. He was able to post dilate the stent with no issues. No information was provided regarding the patient outcome.